Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc). Lead dislodgement was suspected. This lead remains in service. No adverse patient effects were reported.